Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator has delivered shocks for ventricular fibrillation episodes. It was noted that first shock was unsuccessful to covert rhythm, the second shock successfully converted the rhythm. No intervention was performed. The patient was stable.